Event description:
It was reported sometime post filter deployment that the filter allegedly had detachment of limbs, perforation of filter limbs, tilted and embedded in the inferior vena cava wall and was unable to be retrieved. The filter and detached limbs have not been removed and no retrieval attempts have been performed. Based on a review of the medical records received, the patient with coagulopathy had a filter successfully deployed without incident. Approximately eleven years three months post filter deployment, a computed tomography of the abdomen and pelvis demonstrated three detached limbs: one limb in the retroperitoneal fat lateral to the inferior vena cava , one limb the right distal pulmonary artery and one limb in the right ventricle that did not appear to be piercing the myocardium. Additionally, filter limbs were extending beyond the confines of the inferior vena cava wall and the filter tip was adjacent to the inferior vena cava wall with stenosis just above it. The physician discussed filter removal options with the patient and encouraged the patient to obtain additional information to make a comfortable decision. No additional information surrounding this event was provided in the medical records received. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history record could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven years and two months post filter deployment, computed tomography angio (cta) abdomen and pelvis with and without contrast was performed and it revealed that the filter in place with a fractured strut that was outside the inferior vena cava in the retroperitoneal fat lateral to the inferior vena cava. Within the anterobasal segment of the right lower lobe segmental artery was a linear hypodense structure concerning for migrated strut. 1 of the medial struts appear to extend beyond the wall of the inferior vena cava and was in close apposition or potentially penetrating the aorta. 1 strut was not visualized and unaccounted for. Based on the provided medical records, no filter removal attempt has been made to retrieve the filter. Therefore, the investigation is confirmed for a tilted filter, perforation of the ivc wall, and detached filter limbs. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with coagulopathy was scheduled for placement of an inferior vena cava (ivc) filter prior to hip surgery. The right femoral vein was accessed percutaneously and an ivc gram demonstrated normal findings. The filter was then deployed in the infrarenal ivc without incident. The patient was hemodynamically stable at the conclusion of the procedure. Approximately two months post filter deployment, the patient was seen for recommendations regarding continuation of anticoagulation and also to assess the need for removal of the filter. After all the pros and cons were discussed with the patient and counseling regarding these complications, the patient elected to keep the filter in place. Approximately eleven years three months post filter deployment, the patient presented self-referred for consideration of filter removal. A cta of the abdomen and pelvis was performed and demonstrated filter limb detachment with one limb in the retroperitoneal fat lateral to the ivc, one limb the right distal pulmonary artery and one limb in the right ventricle that did not appear to be piercing the myocardium. One of the medial filter limbs appeared to extend beyond the wall of the ivc and was in close apposition or potentially penetrating the aorta. Two filter limbs had embedded slightly into the adjacent vertebral body. The filter tip was adjacent to the ivc wall with stenosis just above it. The physician had a lengthy discussion with the patient regarding the risks, benefits and alternatives to attempt filter removal, however, given the presence of the patient¿s coagulopathy, the physician was not able to render a strong recommendation and encouraged the patient to obtain additional information to make a comfortable decision. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately eleven years and three months post filter deployment, a cta of the abdomen and pelvis was performed and demonstrated filter limb detachment with one limb in the retroperitoneal fat lateral to the ivc, one limb the right distal pulmonary artery and one limb in the right ventricle that did not appear to be piercing the myocardium. One of the medial filter limbs appeared to extend beyond the wall of the ivc and was in close apposition or potentially penetrating the aorta. Two filter limbs had embedded slightly into the adjacent vertebral body. The filter tip was adjacent to the ivc wall with stenosis just above it. Based on the provided medical records, no filter removal attempt has been made to retrieve the filter. Therefore, the investigation is confirmed for a tilted filter, perforation of the ivc wall, and detached filter limbs. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fracture is a known complication of vena cava filters. - movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. - perforation of other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported sometime post filter deployment that the filter allegedly had detachment of limbs, perforation of filter limbs, tilted and embedded in the ivc wall and was unable to be retrieved. The filter and detached limbs have not been removed and no retrieval attempts have been performed. Based on a review of the medical records received, the patient with coagulopathy had a filter successfully deployed without incident. Approximately eleven years three months post filter deployment, a cta of the abdomen and pelvis demonstrated three detached limbs: one limb in the retroperitoneal fat lateral to the ivc, one limb the right distal pulmonary artery and one limb in the right ventricle that did not appear to be piercing the myocardium. Additionally, filter limbs were extending beyond the confines of the ivc wall and the filter tip was adjacent to the ivc wall with stenosis just above it. The physician discussed filter removal options with the patient and encouraged the patient to obtain additional information to make a comfortable decision. No additional information surrounding this event was provided in the medical records received. There was no reported patient injury.